Event description:
Two leads were implanted after their use-before dates. One lead (serial# (B)(4)) had a use-before date of (B)(6) 2012. The other lead (serial# (B)(4)) had a use-before date of (B)(6) 2012. Both leads were implanted in the patient on (B)(6) 2013. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).